Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6)2024 the recipient had an accident and the implant site was injured. Explantation is planned but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Explantation has taken place, but the device has not been received yet for investigation.

Event description:
On (B)(6) 2024 the recipient had an accident and the implant site was injured. The recipient has been explanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Explantation is planned but no date has been scheduled yet.

Event description:
On (B)(6) 2024, the recipient had an accident and the implant site was injured. Explantation is planned but no date has been scheduled yet.